Event description:
Patient was intra-operative period for a robot-assisted procedure. The robot was docked off the davinci to the patient abdomen, the preliminary exposure of target tissue was underway. The fenestrated bipolar robotic arm was docked to the patient, with the jaws free of tissue. The team in the room noted a spontaneous dismemberment of the fenestrated jaws of the micro-cables at the distal tip of having been frayed. Due to the pneumoperitoneum, the tip began to spin uncontrollably inside the patient while retrieval was attempted. The fragment broke off into the patient. The surgeon was able to find the fragment on the superficial surface in the abdomen.